Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the pump touch screen was cracked. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method for insulin therapy.